Manufacturer narrative:
The reported event of failure to interrogate through rf was confirmed. The device image was analyzed and found that rf telemetry loss was due to a coarse tuning failure. Additional information: d10, h2, h3, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited no rf telemetry. There was no patient involved and the device was not used.